Event description:
Event description cpi received information that during interrogation of this implantable cardioverter defibrillator (ICD), it was noted that the shocking impedance of this transvenous defibrillation lead was inappropriately low. The physician performed an invasive procedure and elected to replace the ICD and repair the lead with medical adhesive.